Manufacturer narrative:
Per the clinic, the patient was placed under general anesthesia for a surgery to replace the internal magnet on (B)(6) 2024. The implanted device remains. This report is submitted on june 28, 2024.

Event description:
Per the clinic, the patient experienced pain, redness and a magnet dislocation after an MRI (1.5 tesla). Subsequently, the patient was treated with topical antibiotics (date and duration not reported). Surgery to replace the magnet has been planned but had not taken place at the time of this report. Additional information has been requested but has not been made available as of the date of this report. The implanted device remains.

Manufacturer narrative:
This report is submitted on may 21, 2024.